Event description:
It was reported that while in the operating room, the intra-aortic balloon (iab) was prepped per instructions for use. The perfusionist found that the iab would not fit through the sheath, "it felt too tight to go through the sheath."

Manufacturer narrative:
F/u report will be filed if additional info becomes available.